Event description:
The patient was implanted with a left ventricular assist device (lvad). A device tracking form was submitted to the manufacturer indicating that the pt had a pump exchange due to thrombosis.

Manufacturer narrative:
According to information provided to the manufacturer, the explanted lvad was disposed of by the hospital. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.